Event description:
Philips received a complaint by the customer on the v60 indicating that a patient reported shortness of breath and was provided with ventilator-assisted treatment. After 10 minutes of use, the ventilator alarmed indicating a failure: machine pressure sensor auto zero failed message. The patient did not report any discomfort, and their oxygen saturation was at 95%. There was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay was noted. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi vendor/clinical engineering department" will handle the service call/incident. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.